Event description:
It was reported by the dealer that the left side rim of the drive wheel inverted itself, no change in patient's weight. Dealer believes the issue to be from wear and tear. No report of patient injury, no additional information provided.